Manufacturer narrative:
Event date is unknown and was approximated to the first day of august based on the initial aware date of (B)(6) 2018. Device is combination product.

Event description:
The 38 x 4mm promus premier select stent was returned with no allegations. Reportable based on device analysis completed on 30 august 2018. The 38 x 4mm promus premier select stent was returned without an associated complaint against it. Upon investigation of the device, it was noted that there was damage to the stent and to the tip. A visual examination of the stent found damage to proximal stent rows 1-2 with stent struts lifted and bent distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Correction/additional information: event date - previously reported as (B)(6) 2018 has been updated to (B)(6) 2018. Describe event or problem - further information was supplied. Device code have been updated. Conclusion code was updated from 4315 cause not established to 4311 adverse event related to procedure. Device is combination product. Device evaluated by MFR: the 38 x 4mm promus premier select stent was returned without an associated complaint against it. Upon investigation of the device, it was noted that there was damage to the stent and to the tip. A visual examination of the stent found damage to proximal stent rows 1-2 with stent struts lifted and bent distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
The 38 x 4mm promus premier select stent was returned with no allegations. Reportable based on device analysis completed on 30 august 2018. It was further reported that the 38 x 4mm promus premier select stent being used in the 90%stenosed, moderately calcified, moderately tortuous right coronary artery (rca). The device was unable to advance into the target vessel and was replaced with another of the same device. No patient injuries were reported and was noted to be fine.